Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juczf323 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during the treatment of the patient, an allergic reaction occurred at the contact site of the appliance and the skin. After adequate exposure, the skin symptoms improved. No other information was provided.